Event description:
A user facility reports that the intraocular lens (iol) had a broken haptic after it was inserted in the pt's eye. It was reported that the pt's wound was widened during the surgery in order to remove the iol.